Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer needed help reprogramming her insulin pump. The customer's blood glucose was unknown. The customer stated that she changed her site, changed the battery and, when she checked her insulin pump, the screen was blank. The customer said at the time of the call the insulin pump said battery out limit. Nothing further reported.